Manufacturer narrative:
On (B)(6) 2019, mentor became aware of the date of implantation. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch 5090219) that a (B)(6) female underwent breast augmentation revision with unspecified gel mentor breast implants and experienced bilateral rupture post-operational. As a result, the patient underwent device removal and replacement with 590cc mentor memorygel breast implants, catalog number 3505590bc, serial numbers (B)(4)on the right side and (B)(4) on the left side on (B)(6) 2015. This report is for the patient's left-sided device.